Event description:
A tech at (B) (4) was helping an approximately (B) (6) (B) (6) patient to get onto their vasscan table. As the patient started to lay back on the table, the mounting bracket holding the trendelenburg actuator broke off the table top frame. This caused the head of the table to suddenly drop toward the floor. The patient reached up and grabbed the shoulders of the tech to keep from falling. The weight of the patient was too much for the tech and they fell to the floor. This caused the tech to strain her back. The patient was not reported to be injured by this incident.

Manufacturer narrative:
Incident resulted from weld failure. While less than 0.02% welds have failed, the incidence of failure in 2004 is higher than in other years. For that reason, all customers with models who have reported weld failure, and are from batches of steel used in 2004, will be contacted and an upgrade will be installed to ensure no failures in the future.